Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the nerve monitoring tracheal intubation was opened to detect the balloon, and it was found that the balloon was leaking during use in a tracheal intubation. The balloon was replaced. There was no patient impact.